Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-0279973 d11 - unknown e1 liner/ unknown part and lot numbers, unknown g7 acetabular shell/ unknown part and lot numbers, unknown stem/ unknown part and lot numbers reference: afshin taheriazam and amin saeidinia (2016). Bilateral total hip arthroplasty in femoral head avascular necrosis: functional outcomes and complications. International journal of medical research & health sciences. 5, 6:51-56. Http://www.ijmrhs.com/medical-research/bilateral-total-hip-arthroplasty-in-femoral-head-avascular-necrosis-functional-outcomes-and-complications.pdf. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02473, 0001825034-2017-02474, 0001825034-2017-02476.

Event description:
It was reported in a journal article that one patient with persistent pain at three years post-operative required iliopsoas injection. Attempts to obtain additional information have been made; however, no more is available.